Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the physician placed two lead, same lot number, for a trial procedure. The pt got off the table and the lead migrated. The pt lost the stimulation and stimulation could not be recaptured. The physician removed the leads and implanted two new leads for the trial. The pt reported adequate stimulation. The surgery was extended by one hr.